Event description:
It was reported that a patient with a 21mm 11060a aortic valved conduit underwent a valve-in-valve procedure after an implant duration of four (4) years, one (1) month due to severe stenosis. The procedure was performed with a 23mm 9755rsl transcatheter valve successfully with balloon valve fracture of the konect valved conduit. Per medical records, the patient was a transfer from another hospital for cardiogenic shock and multifocal pneumonia, septic shock on va ECMO and impella, with severe bioprosthetic aortic stenosis.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including congenital heart block (chb), chronic kidney disease (ckd), and hyperlipidemia (hld). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. All pertinent information available to edwards lifesciences has been submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.